Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. Reporter indicated the set was discarded at the facility. The lot number was not identified; therefore, lot history record review could not be performed.

Event description:
Customer reported tpn leaking from port side above IV pump. No known patient harm and no medical intervention required. Although requested, no further information was available.